Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Received one open and used sample with the needle detached from the thread (thread is not wound on the pack). Checking the detached needle received we have noticed that there are marks of a needle holder or other surgical instrument in the needle attachment area as can be seen in the enclosed picture. The needle has been damaged during handling and the thread broke in the attachment area causing the needle detachment most probably due to wrong handling. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Note: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the end or attachment end could cause them to lose strength and be less resistant to bending and breaking. Final conclusion: in spite of receiving a defective sample that was not handled correctly by the user, we take note of this incidence and if any closed sample is received in the future. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported that the needle detached from the thread.